Event description:
It was reported by the user site that prior to a selenia dimensions mammography system, 3d patient exam on (B)(6) 2025, that when the customer plugged in the affirm cable, there was a spark and a burnt smell. No patient or user injuries were reported by user site. A hologic field service engineer (fse) was dispatched to investigate the device and observed damage to the affirm's internal circuit board. The fse also observed that the c-arm transition board needed to be replaced. No further information is currently available.